Event description:
It was reported to philips that the exposure was not possible because of an image disk problem. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the x-ray pc. The device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not storing images. Review of the log file confirmed that the system had image disk problem. During troubleshooting, the fse found that there was issue with x-ray pc image drive. The failure analysis confirmed the malfunction with the x-ray pc and the cause of the failure was missing ssd (solid state drive) and a faulty hdd (hard disk drive) bay. However, the replacement of the x-ray pc by the fse has resolved the reported issue. After replacement of the x-ray pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.